Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. According to the information provided by the technician, the issue was not reproduced during on-site visit. Review of the device's logs revealed that check tubing alarms were generated. According to the technician the reported noise was from most likely the tube disconnection and the leakage from it. The device passed all performance tests and was returned to clinical use. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the reported noise was most likely tube disconnection and leakage from it, which activated several clinical alarms. The root cause of the reported issue has not been determined, as it remains unknown what was the cause of the tube disconnection.

Event description:
It was reported that the ventilator generated noise during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).